Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia could not be determined. As noted in the impella IFU: limb ischemia: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the external bypass became clotted, and the distal limb was found to be occluded after impella removal. No resolution was specified, but it was reported that the patient survived.